Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged eye irritation, nose irritation, skin irritation and respiratory tract irritation. The device was returned, and manufacturer could not confirm particles in air path during device evaluation. There was no report of patient harm or injury. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In previous report recall selected wrongly. Now, h7- remedial action init and recall (z) number updated/corrected. This device is not under recall.